Event description:
It was reported that the lead coils separated during attempted implant. It was also reported that the doctor may have damaged the coils while trying to manipulate the lead while still in introducer. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead coils separated during attempted implant. It was also reported that the doctor may have damaged the coils while trying to manipulate the lead while still in introducer. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead, in segments, was returned and analyzed. Defib conductor was noted to be distorted. Blood was present in/on the helix mechanism. The lead was damaged at implant.